Manufacturer narrative:
A wallflex biliary stent was returned for analysis. Visual examination of the returned device revealed that the stent was partially deployed by 4mm. A section of the inner could be seen exiting at the guide wire access sleeve, a break in the inner shaft was found and the proximal end of the shaft was fully withdrawn from the catheter. The stent and the distal inner were withdrawn after the device was dissected at the guide wire access port. No issues were noted with the profile of the stent; however, it was found that the distal inner was kinked at various positions along its length. A visual and microscopic examination found no issue with the profile of the reconstrainment band. Device analysis determined that the condition of the device was consistent with the complaint incident as the stent was received partially deployed and the inner shaft was found broken. The cause of the noted device defects was most probably due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary stent was used during a biliary stent placement procedure performed in the bile duct on (B)(6) 2015. According to the complainant, the stent was to be placed due to duodenal papilla cancer. During the procedure, the stent was partially deployed when the delivery catheter partially detached near the guidewire port. The physician then removed the device with the stent partially deployed. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on 11jun2015. According to the complainant, the physician clarified that it was the inner sheath near the guide wire port that was separated.

Manufacturer narrative:
Reported event of inner sheath detached at the guidewire port.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary stent was used during a biliary stent placement procedure performed in the bile duct on (B)(6) 2015. According to the complainant, the stent was to be placed due to duodenal papilla cancer. During the procedure, the stent was partially deployed when the delivery catheter partially detached near the guidewire port. The physician then removed the device with the stent partially deployed. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information received on 11jun2015. According to the complainant, the physician clarified that it was the inner sheath near the guide wire port that was separated.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a wallflex biliary stent was used during a biliary stent placement procedure performed in the bile duct on (B)(6)2015. According to the complainant, the stent was to be placed due to duodenal papilla cancer. During the procedure, the stent was partially deployed when the delivery catheter partially detached near the guidewire port. The physician then removed the device with the stent partially deployed. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. Reported event of stent partially deployed. Reported event of catheter partially detached at guidewire port. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.